Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. However, during previous service the batteries and harness were replaced.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 814:01 failure code was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Additional information: the root cause investigation is in process through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 814:01. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the emergency room. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.